Manufacturer narrative:
Device evaluated by MFR: the rotawire guide wire was received for analysis. Visual inspection revealed that two separated small portions of the device had been returned. The first portion consisted of the distal spring tip and a section of wire measuring 3cm in length. The second portion consisted of a fractured section of the distal part of wire measuring 2cm in length. Dimensional analysis found all outer diameter measurements to be within specifications. Fracture analysis was also conducted and revealed both fractures to have occurred due to a bending overload. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The probably root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2011-03194. Reportable based on analysis of related device completed on (B)(6) 2011. It was reported that during a rotational atherectomy treatment procedure a guide wire fracture occurred. Access was gained via the right femoral artery. Angiography revealed suspected significant medium to high grade stenosis of left anterior descending artery (lad) close to the origin of the vessel and suspected significant in-stent restenosis of three previously placed unspecified stents. The medium to high grade stenosed lesion being treated was located in the highly calcified proximal lad. Intravascular ultrasound of the coronary arteries was performed. Two non-bsc balloons, 2.5x12mm and 3.0x12mm, were used for pre-dilatation. Then a 325cm rotawire floppy guide wire was advanced and a 1.50mm rotalink burr was also advanced. Rotational ablation of the lad was then performed four times. The first was for 10 seconds at 200,000 rpm, second for 10 seconds at 200,000 rpm, third for 10 seconds at 200,000 rpm, and the fourth was for 12 seconds at 190,000 rpm. It was then noted that the patient was emergently intubated. About two minutes later, rotablation occurred again followed by immediate percutaneous transluminal coronary angioplasty. Cardiopulmonary resuscitation and ventilation soon followed. The patient went into ventricular fibrillation with successful cardioversion following external electrical defibrillation. At an unspecified point during this procedure, the burr became stuck in the proximal lad followed by occlusion of the vessel; due to technical difficulties it was impossible to remove the burr. The patient was immediately transferred to another hospital for emergency bypass surgery and myocardial revascularization as well as removal of the burr. The patient's status post surgery was described as fine. Upon analysis of the returned 1.50mm rotalink burr two portions of a fractured 325cm rotawire floppy guide wire were found indicating that a guide wire fracture may have occurred, however it is unknown when the fracture occurred.

Event description:
Same case as MDR #: 2134265-2011-03194 reportable based on analysis of related device completed on (B)(6) 2011. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. Access was gained via the right femoral artery. Angiography revealed suspected significant medium to high grade stenosis of left anterior descending artery (lad) close to the origin of the vessel and suspected significant in-stent restenosis of three previously placed unspecified stents. The medium to high grade stenosed lesion being treated was located in the highly calcified proximal lad. Intravascular ultrasound of the coronary arteries was performed. Two non-bsc balloons, 2.5x12mm and 3.0x12mm, were used for pre-dilatation. Then a 325cm rotawire floppy guide wire was advanced and a 1.50mm rotalink burr was also advanced. Rotational ablation of the lad was then performed four times. The first was for 10 seconds at 200,000 rpm, second for 10 seconds at 200,000 rpm, third for 10 seconds at 200,000 rpm, and the fourth was for 12 seconds at 190,000 rpm. It was then noted that the patient was emergently intubated. About two minutes later, rotablation occurred again followed by immediate percutaneous transluminal coronary angioplasty. Cardiopulmonary resuscitation and ventilation soon followed. The patient went into ventricular fibrillation with successful cardioversion following external electrical defibrillation. At an unspecified point during this procedure, the burr became stuck in the proximal lad followed by occlusion of the vessel; due to technical difficulties, it was impossible to remove the burr. The patient was immediately transferred to another hospital for emergency bypass surgery and myocardial revascularization as well as removal of the burr. The patient's status post surgery was described as fine. Upon analysis of the returned 1.50mm rotalink burr, two portions of a fractured 325cm rotawire floppy guide wire were found indicating that a guide wire fracture may have occurred, however, it is unknown when the fracture occurred.

Manufacturer narrative:
(B)(4).